Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the segment was dim for three large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The reported issue of dim segments on led display was confirmed on 3 out of 3 returned boards. The returned display board assemblies were tested using a lvp mockup test fixture attached to a cad pcu. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 3 out of 3 lvp display board assemblies exhibited dim segments. Dim segment issue associated to faulty component of the seven-segment display. A supplier product change notification was issued to improve the manufacturing process. Manufacturing issue. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only an lvp display board assembly was provided for investigation.

Event description:
It was reported that allegedly the segment was dim for three large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.